Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, low lead impedance, p wave amplitude variation, and pacing problem. As received a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported events of loss of capture, low lead impedance, p-wave amplitude variation, and pacing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture, low pacing impedance, and low sensing were observed on the right atrial (ra) lead. Episodes of inappropriate automatic mode switch (ams) and pacemaker mediated tachycardia (pmt) were also observed and were attributed to the electrical anomalies observed on the ra lead. Further investigation via diagnostic imaging is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated x-ray imaging was performed and revealed the right atrial (ra) lead had become dislodged, which was suspected to be the cause of the observed electrical anomalies. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.